Event description:
A malfunction occurred on the pump as reported by the caller, though no notable events transpired beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by supplying pump reset information and aiding the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared, which the caller understood and acknowledged.